Event description:
The pt received her scs system on (B)(6) 2010. The pt reported a low ipg message, and contacted her physician. The pt reports no longer having stimulation and receives an error message from her programmer. Follow up revealed the physician is working on a replacement. No other dates or info are available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion s to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.